Event description:
It was reported that the pacemaker (ipg) was at the elective replacement interval and being changed out, when the physician used cautery and the ipg went to a "no output" situation. The ipg was replaced, and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.